Event description:
It was reported that a homechoice device experienced an increased intra-peritoneal volume (iipv) event. The reporter stated that the maximum prescribed fill volume was 2000 ml and they had drained almost 4000 ml. The volumes reported meet the criteria for an iipv event. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An internal/external inspection was performed and the device passed. A simulated therapy was performed and the device operated per specification. Pneumatic system testing found no issues. Rite (returned instrument test evaluation) functional testing and electrical testing was conducted and the device passed. The reported condition was unable to be confirmed through the device evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was originally manufactured in 1995. The device was not available for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.